Event description:
It was reported that the pump shut off unexpectedly at 40% battery life and became unresponsive. Prior to the reported issue, he customer's blood glucose level was reported to be 215 mg/dl. A correction bolus had been delivered successfully before the pump shut down.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.